Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (display issue) issue. It was reported that there was a ¿bubble¿ on the lower part of the display. The reporter stated that there was a scratch on the display that made it difficult to read the amount of insulin remaining. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/18/2014 with the following findings: the display lens and screen were found to be free of damage; the reported event was not duplicated. However, there was a bubble in the lens film, which could have been mistaken for display damage, that was obstructing the view of a portion of the screen. Damage to the lens film does not constitute reportable display damage because this component is easily replaced when defective.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.